Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient reported that the cgm was reading 114mg/dl compared to bg meter reading of 50mg/dl. During this time, an ambulance was called, but the patient states the ambulance was called because her sugar was dropping quickly and the patient was vomiting. At the time of contact, no additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.